Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a 82 mg/dl high scan on the adc device compared to a reading of 47 mg/dl obtained on an competitor brand device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). When plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. The customer experienced symptoms described as "felt like they had to faint, really sluggish", and dizziness. There was no indication that the experienced fainting due the reported issue. The customer further reported being able to self-treat with multiple medications "high blood pressure, pain meds for nerve pains, avastatin, insulin etc". There was no third-party intervention reported. There was no report of death or permanent impairment associated with this event.